Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus) cuff due to infection. The cuff eroded while the patient was in the hospital for a heart procedure. The patient was catheterized without deactivating the aus cuff. The entire aus system was removed and the urethra was left was heal for a couple of months before reimplanting a new aus device. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.